Manufacturer narrative:
The following sections were updated/added: b4, g3, g6, h2, h3, h6 and h11. (H3) the device was not received for analysis, nor was an autopsy provided. Review of all available clinical information precludes determination of a definitive cause of death. The patient's complex medical history, including advanced heart failure, severe copd, obesity, diabetes, ckd, and substance abuse, may have increased procedural risk contributing to the adverse outcome.additionally, a review of all available procedural information received from edwards ihfm clinical specialists and the site (internal case reports, meeting minutes, and the site debrief meeting) noted procedural challenges that were evident, particularly during wire placement and advancement and removal of the first delivery system. Review of all manufacturer's device history records (DHR) confirms that the device met all design and manufacturing specifications. The product labeling warns that only trained personnel should use the cordella pulmonary artery sensor system and notes potential risks associated with the overall procedure, including but not limited to, hemoptysis and vascular/bleeding complications. While the root cause of the reported event cannot be conclusively determined, there is no evidence to suggest that a device malfunction or deficiency contributed to the adverse outcome. There are clinical and procedural factors that may have contributed to this event.

Manufacturer narrative:
Additional information will be submitted via follow-up report within 30 days of receipt.

Event description:
The patient was successfully implanted with cordella pulmonary artery sensor. The patient was stable following the procedure. Several hours later, the patient coded and expired in ICU.